Event description:
It was reported that bd phaseal¿ protector solus p120j contained foreign matter due to coring in the fluid path. The following information was provided by the initial reporter: "the customer reported that coring was observed during preparation of herceptin by using protector solus."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ protector solus p120j contained foreign matter due to coring in the fluid path. The following information was provided by the initial reporter: "the customer reported that coring was observed during preparation of herceptin by using protector solus."

Event description:
It was reported that bd phaseal¿ protector solus p120j contained foreign matter due to coring in the fluid path. The following information was provided by the initial reporter: "the customer reported that coring was observed during preparation of herceptin by using protector solus."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.